Event description:
It was reported that the battery was exchanged and taking it out of circulation resolved the alarms. There were no further alarms since.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms were confirmed via the submitted log files. The reported event of corrosion on the heartmate 14v li-ion battery metal contacts was not confirmed as no product was returned. Data from the submitted controller event log file spanning approximately 6 days (06may2025 03:14:50 to 12may2025 18:03:40 per timestamp) was reviewed. Throughout the log file, intermittent atypical power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms were captured while connected to 14v li-ion batteries that were not associated with true power source exchanges or routine battery depletion. The alarms were due to the relative state of charge (rsoc) and bus voltages on the white and black power cables fluctuating below the alarm thresholds. The alarms resolved when the respective voltages returned to the expected voltage range. The backup battery supported the system without issue during the no external power events. The atypical power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. A root cause for the reported event was not conclusively determined through this analysis; however, the reported corrosion on the battery metal contacts could have contributed. Device history records could not be reviewed due to the serial number of the heartmate 14v li-ion battery not being reported. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v batteries and battery clips. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were requested to be reviewed. The event log file was reviewed and displayed multiple low power advisory, power cable disconnect, low power hazard, and no external power alarms while on batteries. It was also noted the patient was sleeping on battery power. There were no other unusual events seen in the log files. A quick visual inspection of the batteries, battery clips and system controller connections was done and there was not any damage or corrosion to the connections. They were not wiped down with an alcohol swab. The driveline was also noted to be damage free with dressing covering the majority of it. A driveline x-ray was done and there was nothing concerning. The battery clips were to be changed and cleaned to see if alarms continue to occur. It was confirmed the patient was sleeping on battery power and changing them when the batteries were likely insufficient to run the pump. It was noted that the patient's battery had corroded metal contacts causing the alarms. This was resolved when the patient was in the emergency department. No equipment was exchanged at this site. There was no damage to the driveline while the patient was in the emergency department.